Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low ferritin result for one patient and an erroneously elevated vitamin b12 result for another patient generated on unicel dxi 800 access immunoassay analyzer. Subsequent testing produced results in normal reference ranges for both assays. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer's qc was out of range at the time of event. During troubleshooting with customer technical support (cts), it was noticed that all system temperatures were registering 0. Cts rebooted the instrument remotely and communication between the analyzer and pc was reestablished and the temperature was updated. The customer reran qc and the results were within the established ranges. A bci field service engineer (fse) was dispatched on (B)(4) 2010. Fse performed a system check and verification test. All test results were within specifications. Although some software issues have been addressed, no definitive root cause for this event has been determined to date.

Event description:
...

Manufacturer narrative:
(B)(4)